Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the teflon pad of the harmonic ace instrument was noted to be broken. There was no report of fragments falling inside the patient. The procedure was completed with a third party instrument, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint that the white teflon pad was found broken was confirmed during failure analysis. The instrument was found to have thermal pad damage. The teflon pad was missing a piece measuring approximately 0.065" x 0.115". The missing piece was not returned with the instrument.